Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's allergic reaction. No lot release and sterilization records were reviewed because no product lot number was reported. The omnipod¿s user guide warns to "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin," and ¿to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water or an alcohol prep swab and keep sterile materials away from any possible germs."

Event description:
The patient reported that after wearing the pod he had an allergic reaction. He went to see his doctor who prescribed him antibiotic.